Event description:
Additional information stated that it was believed the patient indeed had a reaction to some component of the dbs leads leading to bilateral, almost symmetric edema around the leads. The patient was seen on (B)(6) 2012 and was doing "ok." When he returned for programming on (B)(6) 2012, he had deteriorated over the prior week. The patient had eye closure, mild confusion, and severe freezing of gait (fog). The stimulation amplitude was changed from 3.5 to 3.7v and pulse width of 130 ms to "control bradykinin and rigid." Post op t1 MRI on (B)(6) 2012 showed good lead placement. CT on (B)(6) 2012 read ok, but it was stated that in retrospect it might have shown edema. MRI on (B)(6) 2012 showed very abnormal fluid attenuated inversion recovery (flair) and t2 but normal t1. Cerebrospinal fluid content was analyzed with protein levels at 90 mg/dl, normal glucose levels, no cells present. The neurostimulator was off, the patient was slowly getting better with rehabilitation.

Event description:
It was reported there was edema in the brain. It was noted the health care professional recommended they get a product materials kit to ensure the patient was not allergic to lead materials. It was also noted the kit was no longer available. Follow up noted the health care provider ordered a "lp" for the patient. That came back negative for infection. No other changes were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3389s-40, lot# v828457, implanted: 2012 (B)(6), product type lead, product ID 3389s-40, lot# v877540, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that he was allergic to wire in stimulator and they all had to be removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a neurosurgeon explanted the device without the knowledge of another doctor of the patient. The next day, it was reported that a month after the leads were placed, at the time of the implantable neurostimulator (ins) placement, eschar was noted at the sites of the bilateral frontal incisions. One week later, the patient developed seroma at the chest wall incision. It was reported that two weeks following ins placement, the patient had left leg weakness. It was noted that increased t2/fluid attenuated inversion recovery (flair) was most prominent in deep structures of the brain, especially the thalami with some mass effect. It also extended caudally on the right to the mesencephalon and dorsal pons. It was reported that the therapy was turned off and the patient was sent to rehabilitation where he 'slowly improved.' An MRI obtained 25 days following the first MRI showed diminished abnormal t2/flair signal along the lead tracts bilaterally compared to the prior MRI, with loss of mass effect in the thalami and diminished brainstem extension on the right. It was reported that the patient continued to experience ongoing skin breakdown of essentially all surgical wound sites, eventually culminating in erosion of the right lead through the scalp necessitating system explant. The reporter stated that at clinical follow up two weeks after explant the patient denied any significant freezing of gait or 'off' time. The patient's skin wounds were noted to be healing without swelling or erythema.

Manufacturer narrative:
(B)(4).